Event description:
It was reported that t:slim x2 pump battery would not charge, even after using working outlets, tandem wall adapter and cable, and alternative charging equipment, which led to pump shutdown and inability to turn pump back on. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to ensure usb was inserted correctly to avoid further damage, to allow battery to fully deplete before return, and to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump, advised customer to re-enter pump settings and reconnect continuous glucose monitor, and instructed customer to return malfunctioning pump using prepaid label within 10 days.